Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/11/2015 with the following findings: a review of the black box revealed a ¿cs088¿ alarm on (B)(6) 2014. The returned battery cap and cartridge cap were used to complete the investigation. The pump was powered on with a high pitch buzzing sound. The ¿ez-prime¿ steps were successfully performed on the pump. The pump alarmed with a ¿cs088¿ alarm during the 24 hour duration test. The pump¿s cover was removed; moisture and corrosion was found on the circuit. Unrelated to the complaint, the text on the display screen was dim and faded.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (communication) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.